Manufacturer narrative:
(B)(4). Additional information received from the customer.

Event description:
Additional information was received from the customer on (B)(6) 2015. It was reported there was patient involvement but there was no patient injury (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.